Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with the scratched screen. The customer stated problem was duplicated. Replace the faulty downstream sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation does not indicate a problem with the manufacturing of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited doble beep for no cassette. No patient was involved in this event. No adverse effects were reported.